Event description:
It was reported that a patient contacted support with concerns about fluctuating blood glucose levels and fear of experiencing lows during the night or early morning. The patient stated that they were currently at 145 mg/dl with a downward trend and expressed worry that the device commonly crashed unexpectedly. Upon review of the reports, it was observed that the basal algorithm had delivered 0 units shortly beforehand, and the patient was advised that this did not indicate a device crash. The patient reported having previously completed a factory reset and felt that the algorithm was not suitable for them. While reviewing the reports, it was noted that the patient consistently announced breakfast as ¿more than usual,¿ which appeared to contribute to elevated glucose levels in the morning. The patient was informed that such announcements could be counterproductive, as the device might then respond with additional correction insulin. The agent planned to consult the training team regarding potential adjustments to the patient¿s nighttime glucose target. The patient reported that their blood glucose levels were affected, with a low of 69 mg/dl lasting approximately one hour outside the 70¿180 mg/dl range. The patient corrected the low using 2 ounces of juice prior to breakfast and meal announcement. No recent steroid injections, professional medical intervention, or other assistance were reported. The patient also reported no immediate health effects such as loss of consciousness, dizziness, or diabetic ketoacidosis. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.